Manufacturer narrative:
Device will not be returned for evaluation. Hospital retained. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
It was reported, we removed a short gamma nail from hip fracture surgery. Surgeon noted that there may have been a small fracture in the femoral neck.